Event description:
The pt was treated with gluma desensitizer on exposed dentine to prevent hyper-sensitivity. No add'l materials were used. The pt has earlier shown allergic reactions when treated with composite. Rubber dam has not been used. The pt showed an allergic reaction.

Manufacturer narrative:
This report is being submitted as a result of corrective measure to FDA finding.